Manufacturer narrative:
Evaluation summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement triggered falsely. False elective replacement indicator (eri) triggered on (B)(6) 2018 due to measurement system lock-up. Reset of the device by programmer with updated software cleared the false eri and lock-up condition. Analysis of the device memory indicated the battery measurement was not available. Battery voltage not available due to measurement system lock-up. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during in-office interrogation, the device was thought to be at elective replacement indicator (eri), as the device had switched to vvi 65 and "replace pacer" was indicated. During the preparation for device replacement, interrogation still showed vvi 65 mode, however the device was not at eri. The device mode was able to be reprogrammed to ddd and revealed 8-49 month battery longevity. It was determined that the device had experienced a power on reset (por). The device replacement procedure was then cancelled, and the device remains in use. No patient complications have been reported as a result of this event.